Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states the pump gave battery error and switched the battery but now the buttons are not responding and battery out limit alarm occurred. The customer was assisted with trouble shooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with escape and act buttons unresponsive due to corroded keypad traces. Unable to verify battery out limit or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Moisture damage found on the electronics and motor. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.